Manufacturer narrative:
The manufacturing representative (rep) went to site to test the imaging system and replaced dual speed starter board, conducted system checkout. All systems performing to operating standards. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the site was unable to take a spin while in surgery. Site rebooted the system and was able to continue. Patient present at time of event.

Manufacturer narrative:
H2-3: the starter was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint. "Unable to take spin." Installed starter upgrade kit in system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging was successful. Codes: b01, c19, d14 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.